Event description:
It was reported that a 58-year old female patient underwent breast augmentation revision with a (left) 585cc mentor memorygel boost breast implant and a (right) 545cc mentor memorygel boost breast implant. Post-operatively, the patient suffered left breast pain. And was diagnosed, via physical examination, with left breast capsular contracture (baker grade iii) and bilateral calcifications via mammogram. As a result, the patient underwent breast revision surgery on (B)(6), 2023. During the surgery, the patient was also diagnosed with right breast malposition and the left breast implant was discovered to be fractured in multiple locations upon removal. As a result, the patient underwent left breast capsulectomy and implant exchange. The right breast implant was removed and re-implanted after the revision was done. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant have been reported under mrn: 1645337-2023-01323.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: malposition, calcifications mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).